Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was performed, and the patient will continue to be monitored. There were no patient consequences reported.